Manufacturer narrative:
It was reported to philips, that the device ECG is faulty. There was no patient involvement. The customer evaluated the device. And received remote support from the customer care solution center. During which, a quote was provided for replacement of the ECG cable. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the ECG cable. Which was replaced and the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device ECG is faulty. There was no patient involvement.